Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of undersensing and r-on-t phenomenon. The device passed incoming inspection and tests with no anomalies observed. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed undersensing and r-on-t phenomenon occurred due to the inappropriate pacing. The patient received an external shock to restore normal sinus rhythm. The epg was returned for repair. No further patient complications have been reported as a result of this event.